Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that patient would be sitting in chair and would feel stimulation go/turn up and down on its own or in different positions. No environmental/external/patient factors were noted that may have led or contributed to the issue. Impedances were checked and they were within normal limits. Started the patient on some hd programming to see if it alleviated. Patient had good coverage with back and legs. Even with the stimulation seemingly going up and down by itself the patient report almost 100% pain relief. Patient's weight information was asked but unknown. Hcp had no further information. It was unknown if the issue had resolved at the time of the report. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the cause of the stim going up/down on its own was not determined but that after reprogramming, the issue seems to have resolved. No further complications were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported the implant battery has not been working right in years. Patient mentioned they usually have it set on a function where they can continually feel the stimulation, but "it will like turn on or off on its own within a minute or so." Patient reported if they check ins battery "it will be half way, but if I put the recharger on there it will show that my battery should be dead - but its still working I can still feel the stimulation." Patient also stated one minute it says its charged and the next day the battery will show that its dead. Patient stated they saw in person a few years ago and they put a reader on it and said everything looks fine. Patient was unable to recall exactly what the rep determined, but stated it wasn't a big issue and everything continued to work fine. The patient was redirected to their healthcare provider to further address the issue. On (B)(6)2024 case reopened and reassigned to send email to pt and reps. Pt stated their current hcp no longer deals with implant.

Event description:
Agent reopened and reassigned to send pt physician listings. Pt called back requesting physician listings due to difficulties finding an hcp and hcp offices not returning their calls. Pt re-reported their ins has not been working since july and calling into patient services about this a few times, as previously documented.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.